Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that she had pain and puffiness at the top of her lumbar incision and it felt like she had a 100 lb weight on top of it. Per her doctor's instructions, the patient was getting ready to go to the ER. Additional information received reported the ER prescribed the patient antibiotics "to be on the safe side" as bloodwork showed no signs of infection. Further information received reported the patient was feeling much better with the exception of a little pain that is lingering around her lead insertion incision. The puffiness had resolved. Indication for use included spinal pain and cervical radiculopathy.